Event description:
The suspect device was used to check the pt's blood glucose and a result of 82 mg/dl was obtained. The result is low for the pt and pt was presented to the hospital with a glucose level of 30 mg/dl when tested by the emergency medical service. Pt was treated with a glucose IV by the emergency medical service. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.